Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter complained of a display issue on coaguchek xs meter serial number (B)(4). The display is missing segments in the results area of the device. The customer explained that there wasn't a date flashing on the display. The meter was powered off and a display check was performed, nothing appeared on the display. The customer pressed and held the power button; upon releasing the button the meter was powered back on and the display only showed the word set again. The display issue complained about could cause results to be misinterpreted.